Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4) .

Event description:
It was reported that a (B)(6) female underwent a primary breast augmentation with a mentor memorygel breast implant 300cc and experienced rupture on the right side and bilateral ptosis post-operational. The rupture was confirmed upon physical examination, ultrasound and mammogram report. As a result, the patient underwent bilateral device removal and replacement with 385cc mentor memorygel breast implants, catalog number 3507385mc, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2019. This report is for the patient's left-sided device.